Event description:
It was reported that the patient programmer wouldn't power on with new batteries. Patient (pt) took batteries out of patient programmer to ensure they were inserted the right way but this didn't resolve issue. The patient's relevant medical history included pt said that their hands tremor a lot from an early accident. Pt said that their left hand was tremoring so much that they had to switch to using their right hand. Additional information was received. It was reported that the "early accident" was the dbs was about 5 years too old. On (B)(6) 2023 the patient saw their neurologist and healthcare provider (hcp) who told the patient that their internal device had internal batteries too low. Additional information was received. It was reported that the "dbs was about 5 years old" was not a dbs device, therapy or procedure issue and was not referring to the implant being low/at eri. No further information was given.

Manufacturer narrative:
Continuation of d10: product ID 37642, serial# (B)(6), product type programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), ubd: 21-jan-2015, UDI#: (B)(4). Analysis of the 37642 patient programmer (ptm) (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.